Event description:
As previously discussed with FDA representatives, patient underwent an ercp on (B)(6)2015 with olympus duodenoscope tjf-q180v - (B)(4) during which a metal biliary stent was placed. Patient was admitted at an outside facility from (B)(6) 2015 with abdominal pain, fever, hypotension and tachycardia. Patient had positive blood cultures for an esbl pattern e. Coli. And was transferred to our facility the same day. Patient was treated with vancocin and zosyn then meropenem then ertapenem then meropenem again. Repeat blood cultures on (B)(6) 2015 were negative. On (B)(6) 2015 patient had superficial and deep venous thromboses on lower extremity. Patient was given enoxaparin then started on a heparin drip. On (B)(6) patient underwent a percutaneous cholecystectomy and cultures from the gallbladder did not grow this organism. Plans were being made to transition patient to home hospice when patient developed increasing respiratory distress and altered mental status on (B)(6) 2015 and was transitioned to end of life care. Patient expired on (B)(6) 2015. The isolate in this patient was discarded but had a similar resistance pattern as other esbl e. Coil that caused infection in patients who had undergone procedures with the same duodenoscope, olympus tjf-q180v-(B)(4). This issue has been reported previously to the manufacturer who reported this event to the FDA. The FDA has previously discussed this case with physician leadership at our facility. Appropriate state health officials have previously been notified as well. Prior to patient encounter, the scope was being leak tested and washed per manufacturer guidelines. Facility also washed scopes an additional time. Manufacturers report indicated autopsy was done. This is inaccurate. Family declined autopsy.